Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted. It was also reported that upon extraction of the left ventricular (lv) lead, while the lead was still in the vein that there was a separation of the insulation from the suture sleeve. The pacing wire was exposed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable tachy lead, implanted: (B)(6) 2013; d204trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.